Event description:
It was reported that the device battery had allegedly prematurely depleted. The patient will continue with normal follow ups until the physician elects to explant the device. The patient was stable with no adverse consequences.

Event description:
It was reported that the device battery had allegedly prematurely depleted. The patient was informed at the follow up appointment and the physician elected to continue with normal follow ups until device data analysis was performed by technical services. Boston scientific technical services analyzed the device data and recommended that the device be explanted within 28 days. The device was explanted and replaced to resolve the event and no additional patient consequences were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.